Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation within the microcatheter. For further examination, the pipeline flex delivery system was then pushed out of the microcatheter with no issues. The pipeline braid was found fully opened with damage at both ends. The middle section of the pipeline braid was also found fully opened. No other anomalies were observed. Based on the customer¿s photos and the analysis finding, the clinical observation could not be confirmed. It is possible that the ¿severe vessel tortuosity¿ may have contributed to the pipeline failing to open. However, the cause for damage could not be determined. The damage to the braid at both ends is possibly the result of the physician re-sheathing the device more than the recommended two times. IFU (instructions for use) provides information regarding resheathing of the device: ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. Re-sheathing the pipeline flex embolization device more than 2 cycles may cause damage to the distal or proximal ends of the braid.¿ IFU (instructions for use) provides information regarding vessel tortuosity: ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ IFU (instructions for use) provides information regarding sizing: ¿select an appropriately sized pipeline¿ flex embolization device such that its fully expanded diameter is equivalent to that of the largest target vessel. An incorrectly sized pipeline¿ flex embolization device may result in inadequate device placement, incomplete opening, or migration.¿ all products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic received information that during treatment of aneurysms at both sides of the ophthalmic segment of the internal carotid artery (ica), two pipeline devices did not open, as the patient had severe vessel tortuosity. It was reported that during treatment of the right ica the first device attempted did not open from the distal to middle segment. The physician deployed half of the device and resheathed three times, however the device did not open. The physician removed the device using the corking technique. The physician placed another microcatheter to the neck of the aneurysm and a second device was attempted, however the middle segment the device didn't open. The physician deployed half of the device and resheathed again three times, however the device did not open. The physician removed the second device with the microcatheter using the corking technique. A new pipeline device (ped-425-20) was used to complete the procedure without any issues. No patient injury was reported. The aneurysm distal landing zone was 4 mm and the proximal was 4.5 mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.